Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump alarmed one long beep the night prior. The customer¿s blood glucose was 189 mg/dl. She said that she took the battery out and placed it back in the pump and it started to beep. She left the battery out for 10 minutes before she put it back in and said that when she did, the pump came back on and had cleared the time and date. The customer said that the alarm occurred again about an hour later and that the screen went blank. She repeated the steps that she had been doing but received the same alarm. She said that she was receiving an unexpected restart alarm, external ram crc error alarm and another alarm. During troubleshooting for the unexpected restart alarm, the customer said that the alarm did not occur shortly after inserting a new battery and that it occurred during normal pump use. She did mention that it was the second occurrence. During troubleshooting for the external ram crc error alarm, she said that the alarm did not occur during the prime/rewind sequence. The customer was assisted with performing the self-test and the pump passed. There was another alarm in the history and troubleshooting could not be performed. The customer was advised to discontinue use of the pump. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display, audio/beep anomaly, unexpected resetting time/date after changing battery, unexpected restart alarm, watchdog timeout alarm and external ram error alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.